Event description:
The patient was getting chemotherapy in the infusion center, when the medication was hung, within the first 2 minutes it began leaking out of the lower port in the tubing. Lost approximately 30 ml of chemo onto the floor, health care provider (in safety gear) and their shoes (waterproof). Medication was stopped, removed from the room with line intact, new medications made for the patient, and hung without issues after the patient was moved to a new room and proper chemo cleaning procedure was followed using spill kit.